Event description:
Biomedical technician states they were testing pump for downstream occlusion alarm. They clamped the tubing below pump and soon noticed leaking from the set at the silicone junction on the tubing. The tubing had been used approximately 10 times for testing, so the biomedical tech then obtained another tubing set. They stated they again clamped the tubing and soon the tubing leaked again at the silicone junction. They then obtained an unk product code of tubing and tested this to find the tubing leaked at the filter when clamped for testing the pump for downstream occlusion alam. The pump did not alarm at any time. No pt contact.